Event description:
It was reported that 23 bd vacutainer® serum blood collection tubes had the stopper creep out. The following information was provided by the initial reporter: "the serum tube cap was loose or loose after the tube was used open pre-filled."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for decapping with the incident lot was not observed, as the photo shows only the product label with no evidence of a loose cap. Additionally, nineteen (19) retention samples from bd inventory were evaluated by functional stopper pullout testing and no issues were observed relating to decapping/stopper creepout as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of decapping/stopper creepout based on the returned photo and retention sample testing. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that 23 bd vacutainer® serum blood collection tubes had the stopper creep out. The following information was provided by the initial reporter: "the serum tube cap was loose or loose after the tube was used open pre-filled."